Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Pin stuck in the ventricular output connector. Upper case is dented effecting placement of the keyboard. Serial number label is torn.

Event description:
It was reported that the external pulse generator had a pin for the cable broken off in the ventricular output connector. The generator was returned for service. No patient involvement or complications were reported as a result of this event.